Manufacturer narrative:
Philps has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc computer was not turning on and needed to turn it on manually. Upon troubleshooting, fse identified that the disk bay on the host pc was defective. Fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the host pc computer was not turning on and needed to turn it on manually. No harm to the patient has been reported to philips.